Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), device expulsion ("expulsion of essure device") and genital haemorrhage ("heavy bleeding, clotting") in a female patient who had essure (batch no. 50686226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the essure device was more difficult" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain and genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic inflammatory disease and device expulsion (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / pain during menstrual cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), urticaria ("hives") and inflammation ("body wil get inflamed"). The patient was treated with ibuprofen, naproxen, amoxicillin and clindamycin. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had not resolved and the pelvic inflammatory disease, device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, urticaria and inflammation outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient continues to treat with her healthcare providers for complications arising from the essure device and continues to suffer from these complications. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: one essure coil missing. On (B)(6) 2015, ultrasound pelvis revealed there was a submucosal lesions within the fundus. Cervix: nabothian cysts are present. Impression: submucosal uterine leiomyoma. Mild enlargement of the right ovary. On (B)(6) 2015, right ovarian cyst and very small amount of free cul-de-sac fluid. Several bilateral moderately enlarged inguinal lymph nodes. Old mild anterior wedging throughout the thoracolumbar spine. On (B)(6) 2015, essure was present on the left, but no sign of the right coil was noted anywhere in the abdomen. Most recent follow-up information incorporated above includes: on 6-mar-2018: pfs received. New events added-pelvic inflammatory disease, expulsion of essure device, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, hives, body wil get inflamed, the essure device was more difficult and did not undergo essure confirmation test. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease/pelvic infection'), pelvic pain ('pelvic pain / pain'), device expulsion ('expulsion of essure device unknown location; unable to be detected during testing/migration of essure: location - unknown was added/essure coil missing') and genital haemorrhage ('heavy bleeding, clotting') in a 37-year-old female patient who had essure (batch no. 50686226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device difficult to use "the essure device was more difficult /the essure device was more difficult than usual to put in on one side". The patient's medical history included pelvic infection from (B)(6) 2015, gallstones removal in 2009 and fatigue. On (B)(6) 2015, right ovarian cyst and very small amount of free cul-de-sac fluid. Several bilateral moderately enlarged inguinal lymph nodes. Old mild anterior wedging throughout the thoracolumbar spine. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included hypothyroidism since 2006, ovarian cyst and gallstones. Concomitant products included hydrocortisone, levothyroxine;liothyronine (np thyroid) and liothyronine sodium (liothyronin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) / pain during menstrual cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("my pain is located in my lower abdomen/ pain lower abdomen"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced urticaria ("rashes or skin conditions-types hives"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). The patient was treated with amoxicillin, clindamycin, ibuprofen and naproxen. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, urticaria and abdominal pain lower outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient continues to treat with her healthcare providers for complications arising from the essure device and continues to suffer from these complications. Bilateral fallopian tubes visualized, 7 coils visible on the left, 21 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: results: one essure coil missing.; on (B)(6) 2015: results: essure was present on the left, but no sign of the right coil was noted anywhere in the abdomen.. Ultrasound pelvis - on (B)(6) -2015: results: submucosal lesions within the fundus. Cervix: nabothian cysts are present. Impression: sub mucosal uterine leiomyoma. Mild enlargement of the right ovary.; in (B)(6) 2015: results: pelvic infection. Lot number: 50686226, manufacture date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease/pelvic infection'), pelvic pain ('pelvic pain / pain'), device expulsion ('expulsion of essure device unknown location; unable to be detected during testing/migration of essure: location - unknown was added/essure coil missing') and genital haemorrhage ('heavy bleeding, clotting') in a 37-year-old female patient who had essure (batch no. 50686226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device difficult to use "the essure device was more difficult /the essure device was more difficult than usual to put in on one side". The patient's medical history included pelvic infection on (B)(6) 2015, gallstones removal in 2009 and fatigue. On (B)(6) 2015, right ovarian cyst and very small amount of free cul-de-sac fluid. Several bilateral moderately enlarged inguinal lymph nodes. Old mild anterior wedging throughout the thoracolumbar spine. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included hypothyroidism since 2006, ovarian cyst and gallstones. Concomitant products included hydrocortisone, levothyroxine;liothyronine (np thyroid) and liothyronine sodium (liothyronin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) / pain during menstrual cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("my pain is located in my lower abdomen/ pain lower abdomen"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced urticaria ("rashes or skin conditions-types hives"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). The patient was treated with amoxicillin, clindamycin, ibuprofen and naproxen. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, urticaria and abdominal pain lower outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient continues to treat with her healthcare providers for complications arising from the essure device and continues to suffer from these complications. Bilateral fallopian tubes visualized, 7 coils visible on the left, 21 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: results: one essure coil missing.; on (B)(6) 2015: results: essure was present on the left, but no sign of the right coil was noted anywhere in the abdomen. Ultrasound pelvis - on (B)(6) 2015: results: submucosal lesions within the fundus. Cervix: nabothian cysts are present. Impression: sub mucosal uterine leiomyoma. Mild enlargement of the right ovary.; in (B)(6) 2015: results: pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received: reporter information, rcc note were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no r1eddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding, clotting (interpreted as genital bleeding) starting approximately 1.5 years after the insertion. The plaintiff sought and continued to seek medical treatment for the events. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of prolonged medical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical vents are known possible undesirable events and not indicative of a quality deficit per se. Further information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding, clotting") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2014, the patient experienced pain ("pain"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and pain had not resolved. The reporter considered pelvic pain, genital haemorrhage, abdominal pain and pain to be related to essure. The reporter commented: patient continues to treat with her healthcare providers for complications arising from the essure device and continues to suffer from these complications. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding, clotting (interpreted as genital bleeding) starting approximately 1.5 years after the insertion. The plaintiff sought and continued to seek medical treatment for the events. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated events according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of prolonged medical intervention. A product technical analysis is awaited. Further information is expected only through the litigation process.